Event description:
It was reported a patient underwent an octaray mapping catheter and an irrigation failure occurred. About 2 hours after the start of the procedure, when replacing the thermocool® smart touch® sf catheter (stsf) with the octaray mapping catheter, the irrigation was not functioning. The issue was resolved by replacing the catheter. The procedure was continued and completed without patient's consequence. Additional information received indicated it was the catheter that was believed to have the irrigation issue and not related to the generator. The issue was detected by visual observation and the pump¿s error alarm sound. The octaray mapping catheter was replaced and not reinserted into the patient.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31830485l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).